Event description:
It was reported that the physician had the patient take a drug holiday from her intrathecal morphine; saline was put into the pump. The patient went ¿out of her mind¿ going off of it; she had to go into a psyche unit. Her ¿head took over the pain¿. When the patient would get up, she would get real dizzy. She would go in the bathroom and look in the mirror; she looked ¿like a cling on (she had 3 creases in her forehead and looked like a monster)¿. She couldn¿t sleep. She was ¿scratching the walls.¿ after the patient was done with the withdrawal and got out of the psyche unit she was doing ¿pretty good¿ on her own. The morphine was eventually restarted. It was later reported that the pump was implanted for the patient¿s legs and back. The morphine was really high and ¿masking the pain¿. The drug holiday was in late 2009/beginning of 2010; the pump was filled with morphine again in 2012. The patient was put on the drug holiday to see if ¿the neurons or whatever in my brain would accept more of the pain.¿ the morphine was restarted because the physician felt the patient needed the therapy for pain coverage. The patient had a lot of hallucinations related to coming off of the morphine and it scared her. The patient was given hydroxyzine hydrochloride syrup; the syrup helped her sleep. The patient was also taking clonazepam, trazodone, and venlafaxine for anxiety. The day before the patient left the hospital she ¿had a lot of gas, but it was diarrhea¿, so they gave her something to stop the diarrhea. The next morning, when she was packing her bags to leave the hospital, she was going to the bathroom and blood clots came out. She told the staff, but no one came and looked. She went home and was ¿full of blood.¿ she called her gastroenterologist. The patient was readmitted to the hospital and given enemas. They used a scope to determine that the patient had ischemic colitis. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Manufacturer narrative:
Catheter does not apply.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient receiving intrathecal morphine and bupivacaine. It was reported the healthcare provider (hcp) was putting medications into the pump that the patient was allergic to, and they did not understand why. The patient had a pre-existing lidocaine allergy, and they put bupivacaine in the pump. In 2009, the patient was in a hospital due to a fibroid tumor (3 of them that grew into one) on top of her bladder. The patient was put on clonazepam and went into shock. The patient was transferred to the intensive care unit (ICU). The patient noted that she was accused of putting pain medicine into her pump, and she had ¿never stolen anything in her life.¿ the patient stated that they scared her so bad she passed out (had a stroke or something) and refused payment. The patient almost died and was bleeding from the bowel. The patient had a colostomy bag since (B)(6) 2014/(B)(6) 2015. It was reported that the patient was no longer implanted with the pump device or catheter. The patient¿s pump was removed, and she did not know when it was removed. The patient could not remember. The patient stated the information in patient registration services did not sound right to her at all. The patient had the pump removed ¿before that.¿ the patient ¿did not know.¿ according to the patient, the device was removed sometime in between 2009 and 2013. When asked if the pump and catheter were removed or just the pump, the patient stated that she hoped everything was removed, and she was currently having back problems. The patient was having back pain (pressure and pain every so often where the waistline was) and was leaking from her rectum since 2016 (sometime this year). The patient was not seeing any hcps for pain currently and went off the medications on her own because the hcp had asked the patient not to return sometime between 2009-2013 when the patient had gotten out of the surgery and had staples and asked for things to be removed. The patient noted ¿it¿s [her] nerves,¿ and she talked very fast because of posttraumatic stress disorder (since 2-3 years ago from (B)(6) 2016). The patient suffered an abusive past and had strained relationships. The patient had a surgery on (B)(6) 2016 from the 3rd vertebrae all the way to the 7th. Non-reservoir drugs included clonazepam and other oral medications. The patient had the device and therapy removed and was off all pain medications; she had pain from time to time but it was manageable. The patient was working with her psychiatrist on all her other needs currently, and they had been changing patient¿s medications a lot and made mistakes that she had to clear up with the pharmacy that took weeks to fix. It was also noted that in (B)(6) 2014, the patient was criminally assaulted. Additional information was received from a healthcare provider (hcp). The hcp could not confirm pump (B)(4) was replaced with pump (B)(4) on (B)(6) 2013. The hcp noted the synchromed 2 pump and intrathecal catheter were removed on (B)(6) 2013. The ischemic colitis was ¿historic records per patient.¿ according to the hcp, ¿per the patient, the pump was never filled other than saline.¿ [additional information was previously submitted in MFR. Report 3007566237-2013-03138].